Event description:
Boston scientific received information that the programmer was plugged in and began to emit smoke. No adverse patient effects were reported. The programmer was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was plugged in, and the smell of smoke was noted. The programmer was repaired. After a capacitor on the printed circuit board was replaced, the programmer passed all incoming tests. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.